Event description:
Provider states that the hinge pins on the left side of the frame are broken. Provider states the hinge pins are a part of the frame and are not removable. No patient injury reported, no additional information provided.